Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that they were not able to turn their implantable neurostimulator (ins) on. The patient was getting a poor communication screen on the patient programmer. On (B)(6) 2016, the patient turned the ins off with their health care provider¿s (hcp) permission since they were not getting any symptom relief. The patient has had multiple deep brain stimulation (dbs) systems and this was their first rechargeable ins. The ins had not been charged since it was turned off. The patient was advised the ins was likely overdischarged and their hcp would need to do a physician¿s recharge. The patient did not want a rechargeable device. No troubleshooting was done. Actions included advising the patient to see their hcp about the physician recharge and therapy effectiveness. No surgical intervention was taken or planned. The patient was alive with no injury. The patient¿s dbs was used to treat clinical depression.